Event description:
Adverse event(s): "no harm to the pt" (no consequences or impact to pt). Product problem(s): "white particulates" (foreign material present in device). A clinical coordinator reported white particulates were seen in the eye when product was being injected into the eye during intraocular lens implant surgery. There was no harm to the pt and there was no intervention.

Manufacturer narrative:
The device was not returned for eval. Batch record review indicated all test results were within specifications. Retention samples were tested for this lot (for both provisc and viscoat). Test results conformed to specifications. No white particles were observed in these samples. There have been no other complaints reported in this lot #. Additional info was requested on 03/29/2010, 03/31/2010, and 04/05/2010 by phone and mail. (B)(4).